Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 2 months after implant placement. Bone quality was type ii and iii. The oral hygiene around implant site was good. No significant findings were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has recovered but needed another surgical interventions.